Event description:
The customer reported that the pump would turn on and off sitting by itself in the cath lab.

Manufacturer narrative:
The company rep replaced the power supply (part number 0014-00-0033e05). The unit was tested to factory spec. It functioned normally and was returned to the customer. The power supply from the unit was returned to (B)(6) for eval. The reported event was not duplicated. (B)(4).